Event description:
It was reported when using the bd pyxis¿ medstation¿ es medication are not showing up. The customer stated that there was no delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d suspect medical device. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.2(9) was failed. A field service engineer (fse) logged into hta and successfully popped lids to remove medications for the customer. Released the cubie pockets and recovered failed storage spaces to confirm the cubie release. Reinserted the pockets and had the customer reload the medications. The customer then verified the inventory count to ensure accuracy. The system functioned as intended after the fse repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es medication are not showing up. The customer stated that there was no delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.